Manufacturer narrative:
Covidien reference: (B)(4). The device was evaluated. Graphical user interface (gui) touch frame printed circuit board (pcb) was cleaned. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported an 840 ventilator had screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred.